Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, "since the moment I got this thing, it hasn't been working properly". It took the patient 5-7 minutes to get a bolus and, when it did, it would say "app not responding, wait, or start again-something like that". So the patient would "hit wait and I have to wait". The patient later clarified "it usually stops at 90%". Per the patient, they had been trying to reach out to the manufacturer representative (rep) since implant. Per the patient, thy did get a hold of the rep once and she was going to send the patient "a new one" but they never got it or heard about it again and it took the patient "about a month to a month and a half to contact her again". It was noted that the patient had a larger pump implanted so that the refills could last longer. The patient read from their pump printout, stating "primary morphine 30.0, secondary clonidine 225.0 and bupivacaine 3.0". The patient mentioned that their implant was fine and had no issues with it. The patient stated that they'd had pumps "for years". The patient re ported seeing "high battery usage detected" in settings and mentioned that they had to charge their handset and communicator every 2-3 days. Patient services walked the patient through clearing data from the application. Prior to clearing data, the patient's data was at 10.4 mb. Patient services assisted the patient in connecting to the pump and was able to connect well without issue. The patient read an expected a 5 hour lockout due to boluses "just before calling". The patient planned to monitor and call back for assistance as needed. Additional information received from the rep indicated that they had not spoken with the patient recently and was not aware of this issue.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.